Event description:
Additional information was received. It was reported that the system must be plugged into a wired connection and then disconnected to use the wireless function with the premium to planning station.

Manufacturer narrative:
Additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) no parts have been returned for analysis. D11) battery 9735773 48v s8 svc software 9736355 mnav os update sw kit 9735737 stealth s8 cranial. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a router was not allowing communication between its wireless side and wired side. The site wants to configure static ip for wired dhcp. Cart with static ip will not respond to pings but a dynamic ip will. When in static, system will not download images but will still pull a work list. Technical services (ts) had site collect wired and wireless ip information of system. The problem was identified as planning station was not able to push images to this s8 system wirelessly. Ts had site pull images over wired ip from planning station, and it was successful. The site switch back to wireless ip and was able to pull images. Ts then had the site restart the system. Ts had the site attempt to pull images over wireless ip again. This was now unsuccessful. Ts found the issue to only occur after restarting the system. Every time the site first pulls images over a wired connection the wireless connection is then able to pull images, but after restarting the system, it becomes incapable of pulling images from the planning station over ireless ip. Ts has site enable debug logs and then has them pull logs. Ts had site take a video of this behavior.

Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. The analyst reviewed the case details and was able to replicate the reported behavior in-house. During the investigation, they observed that this issue occurred when a static internet protocol (ip) was assigned to the ethernet (wired network) and then disconnected before logging into the application. Based on the traceroute information, the analyst was suspecting that the firewall inside the cart was causing this issue as packets were not reaching to destination on initial boot-up until the wired network was connected and disconnected but able to ping 8.8.8.8. But for the working case, the packets were reaching to the firewall, reaching to the endpoint and then reaching to the destination. Analysis found that the issue was related to the software. Codes b01, c10, and d18 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.